Event description:
Pt received succinycholine and brevital for ect. Anesthesia provided airway support. Ect shock/therapy given by physician machine gave questionable ect therapy. Pt did not reach seizure threshold. Pt awoke to early (under drugs to prolong sedation) anesthesia provided airway support. Pt responded well and for 6-8 min was breathing indepenedently-no initial distress. 2 days later pt complained of severe headache.